Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasions.

Event description:
It was reported that the patient received inappropriate therapy due to noise. A decrease in sensing and impedance were observed. The lead was explanted and replaced.